Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while attempting to collapse the bag to retrieve the specimen, the bag/pouch failed. The plastic that surrounds the ring fell off into the patient's cavity. Plastic was retrieved. There was no tissue damage. Unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).